Event description:
A lanx interspinous process device was implanted in (B)(6) 2013. The related pt underwent a revision surgery to receive further decompression at the original surgical site. The two lanx interspinous process devices were removed and replaced with different lanx interspinous process devices. The revision surgery was completed successfully.

Manufacturer narrative:
The product labeling identifies second surgery as a possible compilation associated with use of the device.